Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-06749. It was reported (B)(6) during the regular reprogramming session the patient experienced discomfort (described as cramping/tension/aching in jaw, neck and scalp) along with ineffective stimulation. System diagnostics determined high impedances on one of the lead due to fracture. Surgical intervention may be taken at a later date to address the issue. It is unknown which lead is the alleged lead. Therefore all the possible devices are being reported.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2017-06749. Additional information received identified one of the lead with model # 3186 was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively.